Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 35mm navitor vision valve was successfully implanted in a patient. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed twice during procedure due to being deployed too high. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final non-coronary cusp implant depth was 4.49mm. Post-procedure, it's noted that the patient developed a left bundle branch block and later a complete heart block. The decision was made to insert a temporary pacing wire. The patient was asymptomatic and hemodynamically stable. On (B)(6) 2024, a 24-hour holter monitor was placed and revealed episodes of high degree atrioventricular block. On (B)(6) 2024, the decision was made to implant a permanent dual chamber pacemaker. There is no allegation of malfunction against the abbott device or procedure. The cause of the patient's left bundle branch block and subsequent complete heart block is attributed to the implant procedure. The patient was discharged on (B)(6) 2024.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported heart block could not be conclusively determined. The reported hospitalization, unexpected medical intervention, and surgical intervention were as a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.